Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator, verified the reported issue, and replaced the pressure solenoid (psol) valve, which resolved the reported issue.

Event description:
It was reported the ventilator was inoperative. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.